Manufacturer narrative:
Based on the information provided, the event foreign body in skin or subcutaneous tissue is considered related to the treatment with radiesse (but not related to the product) based on compatible local and temporal relationship. Therefore, this case was assessed as reportable to the FDA, as the event cannula was stuck (pt: foreign body in skin or subcutaneous tissue), was deemed to meet the serious criteria of surgical intervention was required to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00084760, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a dutch health care professional and concerns a female patient. She was injected intradermally with radiesse, into the left zygoma, to enhance volume, on (B)(6) 2024. Batch number was reported as a00084760 (expiry date: 10/2024) the batch record review was received and the lot number for radiesse was confirmed as a00084760 (expiry date: 10/2024). A lot search in the global safety database was conducted. Radiesse was diluted with 0.5 ml of lidocaine (product preparation issue, off label use of device). A 25 g, 38 mm cannula from tsk (as reported) was used for the injection, and a 23 g needle was used for the insertion. The physician bent the cannula a little bit before injecting. On (B)(6) 2024, during the radiesse injection, the patient experienced cannula was stuck in the patients skin. The cannula broke off directly after insertion in the skin, so no treatment of the zygoma was performed. It broke off of the hub while it was in the patients skin. It was not possible to retrieve it and thus the cannula was stuck in the patients skin. The physician was not able not excise the cannula out of the skin on her own so the patient was referred to a plastic surgeon in the hospital for a cannula removal. The treatment was necessary to prevent a permanent damage, because the canula was stuck in the skin. The outcome of the event was unknown. In the opinion of the reporter, the event was not related to radiesse, it was malfunction of the cannula.

Event description:
This spontaneous report was received from a dutch health care professional and concerns a female patient. She was injected intradermally with radiesse, into the left zygoma, to enhance volume, (B)(6) 2024. Batch number was reported as a00084760 (expiry date: 10/2024) the batch record review was received and the lot number for radiesse was confirmed as a00084760 (expiry date: 10/2024). A lot search in the global safety database was conducted. Radiesse was diluted with 0.5 ml of lidocaine (product preparation issue, off label use of device). A 25 g, 38 mm cannula from tsk (as reported) was used for the injection, and a 23 g needle was used for the insertion. The physician bent the cannula a little bit before injecting (device use error). On (B)(6) 2024, during the radiesse injection, the patient experienced cannula was stuck, in the patients skin. The cannula broke off directly after insertion in the skin, so no treatment of the zygoma was performed. It broke off of the hub while it was in the patients skin. It was not possible to retrieve it and thus the cannula was stuck in the patients skin. The physician was not able not excise the cannula out of the skin on her own so the patient was referred to a plastic surgeon in the hospital for a cannula removal. The treatment was necessary to prevent a permanent damage, because the canula was stuck in the skin. The outcome of the event was unknown. In the opinion of the reporter, the event was not related to radiesse, it was malfunction of the cannula. Internal database correction was performed on 14-mar-2024: the initial narrative and assessment text was amended in terms of bending the cannula (device use error).

Manufacturer narrative:
Correction was made to the narrative to include device use error, as the physician bent the cannula used for injection before injecting. Reportability remains unchanged, as the event cannula was stuck (pt: foreign body in skin or subcutaneous tissue), was deemed to meet the serious criteria of required intervention to prevent permanent damage.